Event description:
Pt had a port-a-cath placed. It was found to have become disconnected via imaging. Thirteen days later, the catheter portion of the pac was removed and one week after that, the port itself was removed and replaced with a new device.